Event description:
Limp due to difficulty walking on right leg [gait disturbance]. Pain and soreness behind right knee [arthralgia]. Anserine bursitis [bursitis]. Bakers cyst (synovial cyst]. Case description: spontaneous report received on 25-jun-2009 from a (B)(6) female patient with a history of osteoarthritis and three previous synvisc injections in 2005 and 2007, (B)(6), who experienced pain and soreness behind the right knee, had difficulty walking and a limp after receiving synvisc-one. The patient received an injection of synvisc-one in her right knee on (B)(6) -2009. She reported that she experienced soreness and pain behind the right knee and had difficulty walking on her right leg which caused her to limp. At the time of this report the outcome of this patient was unknown. Additional information was received on 31-jul-2009 from the health care provider who confirmed the patient had a history of severe osteoarthritis for greater than four years. He updated the medical history to include previous treatment with synvisc, joint narrowing and osteophytes; there was no previous treatment with nsaid's, no previous treatment with steroids and no prior effusion. The hcp confirmed the patient received one synvisc-one injection in her right knee on (B)(6) 2009 and effusion was not collected before the injection. The hcp confirmed the patient experienced a limp due to difficulty walking on her right leg and pain and soreness behind her right knee both with an onset date of (B)(6) 2009. The hcp reported the events were both moderate in intensity and had a possible relation to the synvisc-one injection. Treatment for the events included an intraarticular right knee corticosteroid injection for probable baker's cyst. No exudate was collected after the synvisc-one treatment, no other lab results were provided and there were no possible precipitating events of the patient's symptoms. The hcp reported that the events likely reflected the patient's osteoarthritis. The patient declined re-evaluation at the time she called on (B)(6) 2009, but then she called for the appointment on (B)(6) 2009. He reported that she was seen in follow-up on (B)(6) 2009 and had findings of a right knee anserine bursitis and probable baker's cyst. At the time of this report the patient was not yet recovered from the events. The lot number was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.